Event description:
According to the reporter: the customer reports that several pts have presented successively an eventration on the incisional scars of laparotomy closed with this thread. One pt had an evisceration leading to a laparotomy surgery during which the surgeon found out that the thread was broken.

Manufacturer narrative:
(B)(4).